Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site to assess the instrument in question on (B)(4) 2016. The fse adjusted the hinge on the cover so that it did not slam if it was bumped.

Event description:
On (B)(6) 2016, a customer site reported a customer user injury which happened while the user was performing routine galileo echo instrument maintenance.